Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electro surgical unit (iesu) involved with this complaint to perform a failure analysis. The iesu was returned for failure analysis and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-34 errors and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The fse also noted the door pin was cracked and replaced the base cover door and frame. The system was tested and verified as ready for use. Isi has not received the iesu generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was giving constant c-34 errors. The technical support engineer (tse) checked the logs, but nothing was visible at the time. The power supply was checked prior to the calling and interference was ruled out. To complete the procedure, the nurse connected another erbe generator from their second da vinci system. The procedure was completed with no reported injury.